Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0177 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported PICC line placed (B)(6) 2020 and broke (B)(6) 2020. Additional information received 11/10/2020: it was reported the line was secured with neostat, broken at the distal end of tail at hub connection.